Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable product investigation result of balloon pinhole in the esophagus. Block h10: investigation result the returned a cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 12mm from the tip. No other problems with the device were noted. The returned device found a pinhole in the balloon approximately 12mm from the tip. The pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with a sharp surface during the procedure could create friction on the balloon and cause a pinhole in the distal section of the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal stenosis balloon dilatation procedure performed on (B)(6) 2023. During the procedure, it was noted that the balloon deflated quickly after one inflation and would not inflate a second time. The procedure was able to be completed with the original device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon pinhole while being used in the esophagus. Please see block h10 for full investigation details.